Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Event description:
Caller reported experiencing elevated blood glucose level of 443 mg/dl and discovered the luer lock was unscrewed from the adapter. Caller attributed elevated blood glucose level to the luer lock connection coming lose from the pump. No adverse event reported. Requested return of the alleged device for evaluation.